Event description:
It was reported that during a case navio system did not work. Trackers in place and registered, burr would work outside the field when tested. When brought into the field, it would not engage or work. Robotic case aborted and conventional uni knee performed. It is unknown if there was a backup device available or if there was a delay. Unknown if any patient injury occurred.

Manufacturer narrative:
The device was being used during treatment when the system would not start. The log files nor any case screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review was performed and found 22 reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. There is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. Without the actual log files or case screenshots, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated at that time. Based on the information provided, the root cause could not be definitively concluded and further patient impact is not anticipated. No further medical assessment is warranted at this time.